Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2024. No further information was available.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2024 due to an issue with high voltage impedance. No further information was available.